Manufacturer narrative:
(B)(4). A clinical review of the event was performed by physio-control; however there was insufficient information within the record to determine whether or not the device use had contributed to the patient¿s outcome. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that at the scene of a cardiac arrest event, their device (this device) was unable to shock the patient using two different sets of defibrillation electrodes. Another emergency service provider arrived on the scene and attempted to use their monitor/defibrillator with a new set of defibrillation electrodes and was unable to deliver a shock to the patient. A third emergency service provider came to the scene and attempted to deliver a shock with their monitor/defibrillator and new set of defibrillation electrodes but was also unsuccessful. The (B)(6) year old patient did not survive the event. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control received the following patient information from the customer: (age at time of event) indicates: (B)(6). (Date of birth) indicates: (B)(6). The cause of death was due to acute myocardial infarction which was due to coronary arterial occlusion.

Event description:
The customer contacted physio-control to report that at the scene of a cardiac arrest event, their device (this device) was unable to shock the patient using two different sets of defibrillation electrodes. Another emergency service provider arrived on the scene and attempted to use their monitor/defibrillator with a new set of defibrillation electrodes and was unable to deliver a shock to the patient. A third emergency service provider came to the scene and attempted to deliver a shock with their monitor/defibrillator and new set of defibrillation electrodes but was also unsuccessful. The (B)(6) patient did not survive the event. No further details about the patient or the event were provided.

Event description:
The customer contacted physio-control to report that at the scene of a cardiac arrest event, their device (this device) was unable to shock the patient using two different sets of defibrillation electrodes. Another emergency service provider arrived on the scene and attempted to use their monitor/defibrillator with a new set of defibrillation electrodes and was unable to deliver a shock to the patient. A third emergency service provider came to the scene and attempted to deliver a shock with their monitor/defibrillator and new set of defibrillation electrodes but was also unsuccessful. The 68 year old patient did not survive the event. No further details about the patient or the event were provided.

Manufacturer narrative:
Type of reportable event was initially reported as "death;" however the investigation indicates that this device was not connected to the patient or attempted to be used to treat the patient during the reported event.

Manufacturer narrative:
The patient ECG record from the date / time of the reported event were downloaded from the device and evaluated. The device keylog data was also downloaded from the device and reviewed. There is no indication in the patient ECG record that the device was connected to a patient. There was no ECG data (or any other patient data) recorded. The device configuration information indicates that the device is configured to boot up with lead ii displayed in channel 1. The device keylog data from the date / time of the reported event indicates that the device was turned on and no other buttons were pressed during the entire use of the device until the device was turned off 16 minutes 43 seconds later. There is no indication in the downloaded data that there was a device malfunction. There is no indication in the data that this device was connected to the patient during the reported event.

Event description:
The customer contacted physio-control to report that at the scene of a cardiac arrest event, their device (this device) was unable to shock the patient using two different sets of defibrillation electrodes. Another emergency service provider arrived on the scene and attempted to use their monitor/defibrillator with a new set of defibrillation electrodes and was unable to deliver a shock to the patient. A third emergency service provider came to the scene and attempted to deliver a shock with their monitor/defibrillator and new set of defibrillation electrodes but was also unsuccessful. The (B)(6) patient did not survive the event. No further details about the patient or the event were provided.